Event description:
It was reported that the lead was attempted to be implanted, but not used as it could not be implanted due to patient anatomy. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation contained foreign material. The analyst commented that the foreign material likely would not affect the performance of the lead. It was also noted that there was blood/body fluid on the distal conductor.